Manufacturer narrative:
This report is submitted on may 17, 2018, (B)(4).

Event description:
Per the clinic, the patient developed granuloma tissue at the implant site, which was subsequently treated by means of cauterization with silver nitrate on (B)(6) 2012.